Event description:
Physician support staff reported having the same problem repeatedly with the bd eclipse needle. The pink needle cover is breaking off, leaving the staff and patients at risk for a needle stick.